Event description:
Customer reported device = 257 mg/dl. Customer called emergency medical system (ems). Ems device = 48 mg/dl fifteen minutes later. Ems gave customer glucose. No controls were used. Strips are stored and used outside of original container vial which is not recommended. A request was made for return product and replacement product was sent.